Manufacturer narrative:
(B)(4). This lot was manufactured between june 5, 2014 and june 6, 2014. The device was returned and an evaluation was performed to investigate the reported event. A visual inspection revealed a solid white particle approximately 1.37 mm in length floating in the fluid of the bladder. The particle was identified to be an acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The origin of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter inside the balloon during filling of an unspecified solution. There was no patient involvement. No additional information is available.